Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. Subsequently, this lead was partially explanted. No further details were provided as to the reason for the partial explant. No additional adverse patient effects were reported. This device is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.